Event description:
A malfunction was reported, resulting in a blood glucose level of 30 mmol/l. The customer successfully resolved their high blood glucose level using manual doses of insulin and did not require assistance beyond normal support. Technical support advised the customer on pump reset procedures, which successfully resolved the malfunction.